Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced a cracked sample syringe head, performed di water tank maintenance, replaced sample syringe, diluted detergent and degasser unit. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneous low patient result for na (sodium) and cl (chloride) and high patient results for calcium was generated and calcium qc issue on system au481-10e, chemistry analyzer. Customer stated that erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control were within specification prior to event. Customer did not provide data for review.